Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Calcific degeneration is contributed to many factors which include patient factors (age, disease state, pharmacological intervention, etc.) Mechanical stress related to the valve¿s hemodynamics performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edward¿s tissue valves due to anti-calcification treatments during manufacturing. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis in this case, svd was most likely due to a patient condition/factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve that now presents with severe mitral regurgitation after an implant duration of five (5) years, nine (9) months. The patient presented with doe, dizziness and edema. Tee at that time also revealed moderate to severe aortic regurgitation and moderate to severe tricuspid regurgitation. There is no indication that patient will be re-operated at this time.

Manufacturer narrative:
The device was returned to edwards for evaluation. X-ray demonstrated heavy calcification on all three leaflets, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow and outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear on the cusp region near commissure 2; calcification was evident at the tear. Additional manufacturer narrative: customer report of stenosis was confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient co-morbidities, may have contributed to this event but the cause cannot be conclusively determined.

Event description:
Transesophageal echocardiogram indicates "status post mv replacement with immobile anterior leaflet, bileaflet thickening and severe prosthesis stenosis." Patient has been scheduled to undergo mitral valve replacement.